Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the ampulla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2022. During the procedure, when they inserted the solution, it turns white that occludes and blurr the view. The procedure was completed successfully with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: device code a180104 captures the reportable event of device contamination with chemical or other material. Block h10: investigation results the returned cre pro wireguided dilatation balloon was analyzed, and a visual examination found that the balloon and catheter of the device had no damages. No foreign material was visible. Functional analysis was performed, and the balloon was inflated without a problem. However, the balloon would not hold pressure due to pinhole in the proximal section. Microscopic inspection found a pinhole located approximately 59 mm from the tip of the balloon. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of device contaminated with foreign material could not be confirmed. However, analysis of the returned balloon found a pinhole in the proximal section. The pinhole found in the balloon is likely to have occurred due to factors encountered during the procedure: excess pressure, interaction with other devices, or patient anatomy. It is possible that factors encountered during the procedure, such as the interaction with any surface, could create friction on the balloon and cause a balloon pinhole. Therefore, the most probable root cause is adverse event related to procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the ampulla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, when they inserted the solution, it turns white that occludes and blur the view. The procedure was completed successfully with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event.